Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. As previously mentioned, the clinic incorrectly instructed the patient to apply heating pad to the pump three times a day to make glycerin flow faster. Glycerin is designed to flow slowly. Therefore, the root cause of the complaint is traced to use error. Intera oncology will be providing additional training for the clinic.

Event description:
Intera oncology was notified by an hai patient that was interviewed by their local tv station on (B)(6) 2026, to see if the recent storm and power outages in the area had an impact on their cancer treatment. The patient had previously been interviewed by the tv station on (B)(6) 2025, where she described receiving an hai pump. In the interview, the patient said, "if I do not get heat at least three times a day at 20-minute increments it could clot. There is a catheter that's attached to this device that goes directly to my liver and if it clots, the device breaks and we have to take it out. And it's almost near to impossible to re-implant that device, so it's very urgent." Intera oncology had previously met the patient, and she is currently receiving glycerin through her pump. Our representative spoke with the patient later on (B)(6) 2026, and the patient described that she had been told the following by her healthcare team: the glycerin flow rate is very slow. To keep the glycerin flowing fast enough, she should place a heating pad directly on the pump area three times a day for 20 minutes. If the flow rate is not proper, it could cause the pump to run dry and create a clot in the catheter. On february 3, 2026, another representative from intera oncology communicated with the clinic's oncology nurse navigator and medical oncologist. The oncology nurse navigator mentioned that they think this got blown out of proportion because the tv folks told the patient to "make this dramatic." The clinic's oncology nurse navigator will remind the infusion team that slow flow with glycerin is okay. Our representative indicated that heat should not be used in glycerin due to the desired slow flow rate and ensured that they all understand the flow rate will be calculated this way. Intera oncology field representative indicated that she would emphasize with the infusion team during her next site visit that it is not medically necessary to apply heat to the pump area for glycerin flow.